Event description:
It was reported during the implant procedure that the helix would not deploy while in the rv. The lead was pulled out and the screw would still not deploy. Some tissue was noticed stuck in the distal tip. It was also noted that the lead appeared to then be working. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.